Manufacturer narrative:
Concomitant medical products: product ID 37761, lot# c0506335, product type: recharger. Analysis of the recharger (lot # c0506335) revealed the recharger had a cable assembly with a broken connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the recharger was not charging since (B)(6) 2015. The desktop charger connector pin came out, broke off, and was stuck in the recharger. The next day the patient wanted to know if there was something else she could you use in the meantime as she waited for a replacement as her dystonia was so bad. Dystonia got worse starting the day of the initial call ((B)(6) 2015). The patient received a new desktop charger the next day and confirmed the recharger was charging correctly. The patient's indication for use was parkinson's dual and movement disorders.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.